Event description:
It was reported during continuous renal replacement therapy (crrt) using a prismaflex set and prismaflex control unit, blood was detected dripping from the bed onto the floor. It was further reported a disconnection between the return line and non-baxter catheter was observed. The patient experienced an estimated blood loss of 600ml and required a blood transfusion. The patient outcome is not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H11: the review of the lox files of the involved control unit confirmed that the return line was disconnected from the patient catheter during treatment.